Event description:
It was reorted that a cdh33 was used during a low anterior resection. It was reported by the affiliate that the instrument neither cut or stapled. There was no consequence to the pt.